Manufacturer narrative:
Concomitant medical products: product ID: I lxc1414135, serial/lot #: (B)(4), ubd: 14-feb-2009. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcate stent graft system was implanted for the endovascular treatment of a abdominal aortic aneurysm. It was reported that the patient presented emergently 12 years and 10 months later with severe back pain. A CT was performed which showed the aneurx graft had migrated about 5cm's below the renal arteries. The aneurysm diameter had grown from 60 mm to 72mm also. Intervention was performed and the aorta was relined with an endurant stent graft system as there was room above the old graft. The procedure was completed successfully and the aneurysm sac was excluded. As per the physician the cause of the event was anatomy and noted the aortic neck had dilated. No additional clinical sequelae were provided and the patient is fine.